Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited far-field r-wave oversensing with out-of-range (oor) atrial intrinsic amplitude. Technical services reviewed the available electrograms, and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. There was no evidence of undersensing. Battery status was noted to be fine and lead measurements were satisfactory. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the physician re-programmed the device and will continue to monitor. This device remains in service and no adverse patient effects were reported. Additional information was received indicating the system displayed an alert for atrial automatic threshold detected greater than programmed amplitude or suspended due to reason code "intrinsic beats". This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited far-field r-wave oversensing with out-of-range (oor) atrial intrinsic amplitude. Technical services reviewed the available electrograms, and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. There was no evidence of undersensing. Battery status was noted to be fine and lead measurements were satisfactory. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the physician re-programmed the device and will continue to monitor. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited far-field r-wave oversensing with out-of-range (oor) atrial intrinsic amplitude. Technical services reviewed the available electrograms, and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. There was no evidence of undersensing. Battery status was noted to be fine and lead measurements were satisfactory. This device remains in service and no adverse patient effects were reported.